Manufacturer narrative:
An evaluation was conducted on the returned device. Initial surgery on may 5, 2017 for a intramedullary nailing of the forearm, unknown side. The inserter, blue plastic handle, cracked. The handle is still attached but slides back and forth, nothing broke off. The surgeon was able to continue using the device and there was no delay. The surgery was completed successfully and the patient was reported as stable. A visual inspection, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The 359.219 inserter for titanium elastic nails is an instrument routinely used in the titanium elastic nail system. The device was returned and it was reported that the inserter, blue plastic handle, cracked. The handle is still attached but slides back and forth, nothing broke off. This complaint is confirmed; there is an oblique break of the handle starting approximately 2 mm from the proximal end of the handle. The broken handle is still attached to the shaft of the inserter. All measurements were taken with caliper ca99p. The balance of the returned device is in fairly worn condition, there are multiple dents along the cross bar handles and head. This part was manufactured sept 2015. Although a definitive root cause could not be determined, this complaint condition is likely due possible rough handling during surgery and/or excessive torque applied to the inserter handle. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part # 359.219, lot #-9452147: manufacturing location: (B)(6), manufacturing date: 02.sep.2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial surgery on (B)(6) 2017 for an intramedullary nailing of the forearm (unknown side) the blue plastic handle of the inserter cracked. The handle is still attached but slides back and forth, nothing broke off. The surgeon was able to continue using the device and there was no delay. The surgery was completed successfully and the patient was reported as stable. The patient was implanted with two (2) 2.0mm titanium elastic nails, one in the radius and one in the ulna. Concomitant devices: 2.0mm titanium elastic nails (part # unknown, lot # unknown, quantity 2). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).